Event description:
A complaint was reported to boston scientific corporation on an uphold lite system. According to the complainant, post procedure the mesh became exposed and the physician had to re-stitch it. Additional information received from the physician stated that on (B)(6) 2013 the patient presented with bleeding and hematoma, which resolved without treatment. On (B)(6) 2013 the patient presented with separation at the suture line, no treatment was administered. On (B)(6) 2013 the patient had an exposure at the suture line. The physician trimmed the exposure and re-sutured the incision in office. There was no pain or bleeding following this treatment.